Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00047. The patient (B)(6) was implanted with a percutaneous lead in the occipital region on (B)(6) 2011. The implant depth of the lead was allegedly superficial due to the presence of scar tissue. It was reported the lead eroded through the skin. Surgical intervention was undertaken on (B)(6) 2011 to explant the lead and the associated lead anchor due to concerns of infection. Both intravenous and oral antibiotics were administered to the patient as treatment. The patient is reportedly receiving partial therapy relief from the remaining implanted products.